Manufacturer narrative:
Correction: section e initial reporter phone, section h b, c and d imdrf annex codes, device eval by manufacturer. This supplemental MDR was submitted to reflect the correct phone number, device eval by manufacturer and annex codes.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that drawer 5 had failed. The customer discovered an overfilled cubie pocket with the lid sticking up, preventing the drawer from opening. Medications were moved to another pocket, and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.